Manufacturer narrative:
The patient's weight was unable to be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was no longer able to receive adequate therapy due to high impedance. As a result, the patient's lead (located at l3) was explanted and replaced to address the issue.